Event description:
It was reported that a patient presented to the emergency room. Upon examination, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. Corrective programming changes were made to resolve the event. The patient was stable throughout.